Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Current customer did not mention any symptoms. Customer was treated with injection for their high blood glucose level. Infusion set was bent. Bent infusion set caused blood glucose level to rise. Customer did not mention if the contacted their healthcare provider. The issue was resolved by reviewing steps to properly clean serter. The product will not be returning for analysis.